Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) recommended to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.